Event description:
It was reported that a fistula occurred. In (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was successfully implanted with no complications. The device was well seated and there was no leak detected. At 45 days, the follow up transesophageal echocardiogram (tee) also showed a good position of the device with no leaks. In (B)(6) 2019, the patient presented with increased dyspnea and was admitted to the hospital. A left heart catheterization was performed and revealed a fistula into the laa and behind the watchman device. A tee after the angiography confirmed the fistula and also showed that the watchman device was well seated with no leak. The flow into the fistula seemed modest and the exact origin of the fistula path was difficult to determine in both exams; a CT scan with contrast was not helpful because of artifacts due to the patient's mitral bioprosthesis. Since the dyspnea seemed unrelated to the fistula, more likely preexisting and rather stable, a conservative approach was chosen to potentially repeat the stress test and have a follow up tee in about 6 months. The patient was stable.